Event description:
Caller reported a cartridge alarm issue with their insulin pump, but there was no adverse impact on the customer¿s blood glucose level. The issue was not related to the load process, and although the caller had experienced alarms with consecutive cartridges, this specific alarm had not been reported before. The pump was confirmed to be under warranty, and technical support decided to replace it. The caller was instructed on how to manage the old pump, including putting it into storage mode and returning it to tandem with a provided return box and pre-paid label. They were also advised on setting up their replacement pump and confirmed the steps to avoid potential billing issues. The caller will use multiple daily injections (mdi) as a backup therapy during this process.